Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 12 x 4.00mm, eccentric and the de novo target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). The lesion contained between a 45 and 95 degree bend. A 4.00 x 12mm synergy drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was found that the tip of the stent itself was deformed. The procedure was completed with another of same device. No complications reported and the patient's status was stable.